Event description:
According to the reporter, during a laparoscopic sigmoid resection, at the time of rectal resection, during rectal dissection, the cartridge knife would not retract, making it impossible to remove the cartridge from the rectum. Every kind of troubleshooting was tried, but the knife would not retract. Unable to remove the jaw from the tissue, the rectum was resected lower, exposed through the small laparotomy incision, and dissected along the side of the cartridge with scissors, and then the cartridge was removed from the trocar. After the knife advances, a cartridge removal error was displayed. The adapter part was displayed in black. The handle and shell were changed and attached again; however, the same error message was displayed and was not resolved. A manual stapler was used to resolve the issue.

Manufacturer narrative:
D10 concomitant product: egia60amt, egia60amt egia 60 artic med thick sulu (lot#n4e2081y); sigadaptstnd, sig power sigadaptstnd linear adapter (serial# (B)(6)); sigpshell, sig power sigpshell control shell (lot#n4e2089y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.